Event description:
Admitting diagnosis: multiple compression fractures secondary to osteoporosis, crohn's disease. Operation performed: percutaneous vertebroplasty t6 through l4. Following procedure (vertebroplasty of thoracic and lumbar areas) pt coded and death occurred. Autopsy performed, 5'2" - 100 lbs. Expiration date of powdered component 1/2002, liquid component 2/2002.